Event description:
Information received by medtronic indicated that the customer received a safety notification for retainer ring damage but stated no damage to the insulin pump. The customer stated that the insulin pump was not delivering insulin. Troubleshooting was partially performed and found that the high pressure test was passed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the pump. The product return status was also unknown.